Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event detected on a continuous glucose monitor with finger-stick confirmation in the 40s, during which the user treated with oral glucose (orange juice) and levels rose above 100 before returning to sleep without further issues, and there were no alerts or alarms reported from the system. Symptoms included dizziness consistent with hypoglycemia. Outcomes included transient impact without medical intervention, hospitalization, or use of backup therapy beyond oral glucose, and no ketone testing was performed. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed that the cause of the hypoglycemia was unclear, and no device malfunction was identified. It was concluded that user education was provided and no further corrective action was indicated based on available information.